Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that no troubleshooting was done, just confirmed the high impedance with the 8840. No actions/interventions were taken, they were to follow up with a doctor at a later date. The cause of the issue was undetermined. The issue remains unresolved. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that impedances were elevated beyond magnetic resonance imaging (MRI) limits. It was stated the rep was doing a pre-MRI check due to a broken hip. It was discussed that the monopolar pairs were above MRI limits, and the patient should not have the MRI. The monopolar pairs were reported as high as 6500 ohms. The right side impedance measurements were as follows: c <(>&<)> 0 6456; c <(>&<)> 1 4701; c <(>&<)> 2 2233; c <(>&<)> 3 810; 0 <(>&<)> 1 2993; 0 <(>&<)> 2 4701; 0 <(>&<)> 3 5920; 1 <(>&<)> 2 2352; 1 <(>&<)> 3 4060; 2 <(>&<)> 3 1540. The left side impedance measurements were as follows: c <(>&<)> 0 4134; c <(>&<)> 1 865; c <(>&<)> 2 774; c <(>&<)> 3 800; 0 <(>&<)> 1 3168; 0 <(>&<)> 2 3803; 0 <(>&<)> 3 3995; 1 <(>&<)> 2 879; 1 <(>&<)> 3 1128; 2 <(>&<)> 3 840. No symptoms were reported. No further patient complications have been reported as a result of this event.